Event description:
Initial alarm; in (B)(6) patient had repeated driveline fault alarms, with multiple system controllers, changed continued alarms/yellow wrench. Unable to detect area or if driveline damage exists. Thoratec has investigated files and on site. On 03/15/2016 remain unable to determine area of damage. Audible alarm disabled. Yellow wrench persist. (B)(4). Initial alarm addressed 02/04/2016, continued investigation into issue continued until march 2016. Undetermined cause remains. Medwatch ref# 2916596-2016-00371.